Event description:
It was reported "when used for a right thr the cea calcar planer cracked a piece of the calcar during use. The device was being correctly used at the time."

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.